Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 27 mmol/l. The customer's other blood glucose level was 5.8 mmol/l. Troubleshooting was not performed as the insulin pump was not working. The device will not return for analysis.